Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they were able to fire three reinforced loads without issue. However, when they fired the fourth and final reinforced load, it would not fire after hitting the activation button, and the stapler displayed 0 at the bottom right. They opened a manual stapler handle, but when they fired the same staple load, it made the loud cracking, popping, snapping sound and would not fire. Then they opened another reinforced staple load, and it was loaded on the manual handle. When they tried to fire it again it made the loud cracking, popping, snapping sound and would not fire. A second manual handle was then pulled, and this time on pushing the green activator on the handle, the handle did not go into the open position for grasping and firing, so it was unable to fire. They tried to troubleshoot for several times but it still was unable to fire. Then the y used a new staple load on the original stapler and it was able to fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The sutures were observed to be open. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.